Event description:
During a scheduled infusion therapy and setup by the nurse (rn), an intravenous line (IV) was started and the rn attempted to insert the connector tubing with the clave attachment. While attempting a saline flush, the clinician noted a leakage at catheter hub between the microclave and the extension set. The clinician changed to a new set and the same leakage occurred. The leakage occurred between the assembled microclave and the 4" extension set. After the second leaking hub, the clinician removed all IV start kits with same lot number for biomedical evaluation and return to the manufacturer. The rn indicated they have been checking the tightness of the clave connector to the extension tube and still have had issues with leaking solution at the hub interface. This is a recurring failure on the same device.